Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9023816. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not received for the purpose of our investigation, according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study, CAPA#642738, to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. H3 other text : see h.10.

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc leaked. The following information was provided by the initial reporter: "at 15:55 p.m on (B)(6) 2020, when the nurse gave the patient intravenous infusion, she opened the indwelling needle and found the leakage at the needle handle during air exhaust and reported to the head nurse immediately. The head nurse checked immediately and reported . At 16:05, the nurse prepared the patient for infusion again , and did the work of pacification and explanation to wish to be understood. No harm was done to the patient. Information updated according to cat# & lot# list provided by suzhou plant."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc leaked. The following information was provided by the initial reporter: "at 15:55 p.m on (B)(6) in 2020, when the nurse gave the patient intravenous infusion, she opened the indwelling needle and found the leakage at the needle handle during air exhaust and reported to the head nurse immediately. The head nurse checked immediately and reported. At 16:05, the nurse prepared the patient for infusion again , and did the work of pacification and explanation to wish to be understood. No harm was done to the patient. Information updated according to cat# & lot# list provided by suzhou plant."